Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016 it was reported that the device would not accept insulin and leaked "all over the place" when the patient attempted to fill the device with insulin. The patient was said to have filled another device and used it without difficulty. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device became unusable.

Manufacturer narrative:
Follow-up #1 05/02/2016. Device evaluation: the patch has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: visual inspection of the device found no damage evident to the patch. The guide cap was removed and confirmed no damage to the inserter needle or cannula. The guide cap was examined and evidence of insulin residue was noted on the outer walls of the cap. Additional insulin residue was found on the adhesive liner. The yellow syringe needle was able to insert into the blue guide cap without any signs of obstructions. The fill septum was examined and was found to have two penetrations which is consistent with pressure testing the device prior to release; no additional penetrations were found. The insulin reservoir was examined and found that the reservoir was in collapsed, dry, unfilled condition. Per the investigation, it appears that the syringe was not fully inserted into the device when attempting to fill which would have resulted in the alleged leaking of insulin. The guide cap was reattached to the patch and the patch was confirmed to be able to fill using a yellow capped needle. The patch was reexamined after filling and found 3 penetrations of the fill septum, and insulin present in the reservoir.